Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages) has been confirmed. Upon investigation, pins 2, 3, and 6 of u1 in ECG a and ECG b were out of tolerance. The root cause of the out of tolerance pins not be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving excessive "adjust belt' messages.